Event description:
Complainant alleged that the cath lab clinicians were inducing a code on a pt (age and gender unknown), with the device in battery mode. The clinicians attempted to administer a first shock to the pt, but the device shut down and would not power up. The clinicians then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.